Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any staples missing from the staple line: no. What was the shape of the staples (b-formation, irregular, legs straight)? Half formed how much was the supra pubic incision enlarged: 3 cm. Was the post-op care changed for the patient: no. What is the current patient status: no problems as of today (B)(6) 2016.

Event description:
It was reported that during a low anterior resection procedure, the surgeon said that he fired the stapler and the staples deployed but the knife blade did not cut. He removed the anvil and trocar shaft from the proximal and distal colon, and enlarged the supra pubic incision in order to re-staple the rectal stump. Once re-staple done, he opened another device and conducted the steps again to do an end to end anastomosis. The instrument fired appropriately and created a complete end to end anastomosis with complete donuts in proximal and distal ends of the stapler. There were no adverse consequences for the patient. One device was discarded.